Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was an electrical short during inspection.

Manufacturer narrative:
(B)(4). Alleged failure: it was reported by the technical service in stryker malaysia that a crossfire 2 unit was received for repair because it would not turn on while testing before a procedure. The product was inspected by the technical service staff of stryker (B)(4) resulting in blown fuse & cause internal components damaged and caused a blackout of the service room. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an electrical short during inspection.